Event description:
It was reported by customer that patient for scheduled chemo appt. PICC line accessed and flushed to assess patency and venous return prior to chemo administration of vesicant drugs. Rn noted clear fluid plus leaking from PICC insertion site when flushed with n/s. PICC nurse assessed site and PICC line slowly withdrawn while flushing. At 5cm external mark a very evident crack was noted with n/s leaking profusely during flushing. PICC removed intact 44cm with no other cracks noted in catheter length, successful over wire transfer done during PICC removal. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.